Manufacturer narrative:
Investigation summary: received one (1) used d1000 tego for inspection. Seal tearing was observed on the tego. The tego was accessed with a male luer and the fluid path was found to be clear. The complaint of no flow could not be confirmed. The reported complaint of a torn seal can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a tego® connector where it was reported tego's have been needed to be changed 2-3 times per week. Typically, their practice is to perform a sterile tego/cap change weekly or as needed if required. The thick clear plastic coating that is on the tip that connects to the hemodialysis line is shifting sideways or sinking down inside the tego itself. This has caused the inability to aspirate or, at times instill blood into and out of the catheter. This causes significant pressure alarms resulting in the inability to perform hemodialysis through the tego. They must then either perform an additional sterile tego/cap change prior to initiating the hemodialysis treatment or stop the treatment if the patient is currently running and perform a sterile tego/cap change. Once the tego has been changed, the problem does resolve until the next treatment. The event occurred prior to placing a patient on hemodialysis and a couple of times during hemodialysis. There was patient involvement, but no patient harm reported.